Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 28 mmol/l. Customer¿s high blood glucose value of 24.5 mmol/l at the time of incident. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were using auto mode feature. The customer was treated with insulin pump. Based on customer report customer did not allege pump was under delivering. The device will not be returned for analysis.